Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 4, 2020. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H4 (device manufacture date). H6 (identification of evaluation codes 11, 3331, 4114, 3269, 4307). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3: 4114 - device not returned. Results code: 3259 - improper physical structure. Conclusions code: 4307 - cause traced to component failure. The sample was not returned for evaluation, however, video that was provided with the complaint was reviewed and confirmed that there was a damage to the thermistor. A representative retention sample from the same lot number was obtained and visually inspected; it was confirmed that all ports were intact and no anomalies noted related to the damage on the ports or anywhere on the device. All capiox units are 100% visually inspected at several points in the production process. It is likely that the observed damage was caused by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, the thermistor probe was loose. No patient involvement.